Event description:
Md stated that x-ray revealed the catheter was detached from the part and lodged into the superior vena cava. The part was removed, pt transported to heart cath to remove the dislodged catheter.